Event description:
Additional information received indicated diagnostic imaging was performed and revealed no anomalies. The event was resolved by reprogramming the device.

Event description:
During follow-up, a loss of capture was observed on the right ventricular (rv) lead in a non-pacemaker dependent patient. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.